Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was not working. No further details were provided. The caller also stated that the customer has passed away on (B)(6) 2015. The caller noted that the customer was not wearing the insulin pump at the time of death; the insulin pump was not working when the customer went to the hospital. The customer's lungs were filled with water; the liver was not working properly due to the lungs. The customer's kidneys were no longer functioning and they had difficulty breathing. The customer also had an infection. The customer was taking injections. The insulin pump will be returned for analysis.